Event description:
A pump declared alarm 20 during use, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer encountered issues with loading a new cartridge as the alarm recurred, preventing a successful resumption of insulin therapy. Technical support assisted the customer by arranging a replacement pump. Meanwhile, the customer opted to use multiple daily injections (mdi) as a backup therapy.